Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged the battery compartment was cracked, the yellow o-ring was visible, and the pump had intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: during investigation, the black box showed evidence of an unexplained pump reboot. The pump intermittently powered on with the returned battery cap to a dim and discolored display. The battery cap threads were damaged. There was evidence of moisture contamination found on the underside of the battery cap. A test battery cap was used for all testing. A test battery cap was unable to be fully tightened. The battery compartment was found to be cracked. There was evidence of moisture contamination inside the battery compartment. A 24 hour basal program was run with a test battery cap. There were no reboots, loss of power or call service alarms duplicated. A leak test showed a battery compartment leak. The pump case was removed and there was no evidence of additional moisture found inside the pump. The "intermittent power" condition was due to the battery compartment damage and moisture contamination.